Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant breaching the neuroforamen.

Event description:
In (B)(6) 2016, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient reported radicular pain following the surgery. The surgeon determined that the most cranial implant had breached the neuroforamen and was irritating the nerve root. A week after the initial surgery, the surgeon performed a revision surgery where the cranial implant was removed and replaced with a shorter implant in order to alleviate the nerve impingement. The status of the patient following the revision surgery is not yet known.